Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcated stent graft was implanted during an endovascular procedure for the treatment of a 55mm abdominal aortic aneurysm.  It was reported the patient presented emergently approximately 3 years post the index where it was discovered the patient had a type I endoleak. The physician treated the type I endoleak using a taaa debranch (unitary) on the (B)(6) 2022 and the endoleak was resolved.  As per the physician the cause of the type I was a result of disease progression.  No additional clinical sequalae was provided and the patient is fine.